Event description:
On 08-aug-2025, the patient¿s mom reported that the patient had been hospitalized at (B)(6) with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 2 mmol/l (36 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include difficulty talking and walking, shaking, weakness, and passed out. The patient was treated with glucose drops and the hospital turned off the basal rate on the pod. The patient was released the following day ((B)(6) 2025). The pod was removed at an unspecified time, but the mother stated it was discarded and therefore will not be available for return.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.